Event description:
During a routine shift check of the device by a clinician, after the device passed the self-test, it inappropriately shut off during testing. The complainant indicated that there was no pt involvement in the reported malfunction.